Manufacturer narrative:
(B)(6). Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA (B)(4). The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented.

Event description:
It was reported on two separate instances within the same product lot number, the safety guard on a bd vacutainer® eclipse¿ blood collection needle became separated from the hinge when the health care worker rotated the guard forward to safely cover the needle. There was no report of exposure, serious injury or medical intervention.